Manufacturer narrative:
Explant was reported due to structural valve deterioration and stenosis. The investigation found that all three leaflets contained calcifications. Leaflets 1 and 3 had been previously excised and also were torn away from stent post 1. All three leaflets had fibrous thickening. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined, however both tears were associated with calcifications.

Manufacturer narrative:
An event of structural valve deterioration and valve explant was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted. On (B)(6) 2019, unspecified structural valve deterioration was confirmed with stenosis. No thrombosis or endocarditis was present. On (B)(6) 2019 a surgical aortic valve replacement (savr) was performed. (Clinical site patient ID: (B)(6)).